Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder:lupus') in an adult female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, arthritis, depression, fibrocystic breast disease, mittelschmerz, endometrial thickening, uterine dilation and curettage, eye operation, nasal operation, wisdom teeth removal, chest pain and allergic reaction to antibiotics (penioluns). Concurrent conditions included ovarian cyst, esophageal reflux, uterine fibroids, sexual desire disorder, cholelithiasis, vaginal dryness and loss of libido. Concomitant products included codeine phosphate;paracetamol (tylenol w/codeine). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type:irritable bowel syndrome"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: right and left lower quadrant pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), endometriosis ("reproductive system disorder or condition type of disorder or condition/ other injury or complication please describe: endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, systemic lupus erythematosus, abdominal pain lower, vaginal haemorrhage, menorrhagia, endometriosis, nausea, dysmenorrhoea, dyspareunia, fatigue and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, fatigue, irritable bowel syndrome, menorrhagia, nausea, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2013: result: positive and coils were in place. Coils were in place and blocking as they were supposed to.. Ultrasound scan - on (B)(6) 2015: l: 7.7 cm w: 4.6 cm ap: 4.4 cm uterine urning: 1.2 cm uterine cavity: normal fallopian tube findings: normal; on (B)(6) 2015: positive for multiple fibroid tumors, the largest having the following dimensions: 1.2 cm by 1.1 cm right ovary: normal; 2.1 cm by 1.7 cm; normal consistency left ovary: normal; 1.7 cm by 1.5 cm; normal consistency. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: abdominal pain, right and left lower quadrant pain, dysmenorrhea, lupus (systemic lupus erythematous) dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, arthritis, depression, fibrocystic breast disease, mittelschmerz, endometrial thickening, uterine dilation and curettage, eye operation, nasal operation, wisdom teeth removal, chest pain and drug allergy (penioluns). Concurrent conditions included ovarian cyst, esophageal reflux, uterine fibroids, sexual desire disorder, cholelithiasis, vaginal dryness and loss of libido. Concomitant products included codeine phosphate;paracetamol (tylenol w/codeine). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type:irritable bowel syndrome"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: right and left lower quadrant pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), endometriosis ("reproductive system disorder or condition type of disorder or condition/ other injury or complication please describe: endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, systemic lupus erythematosus, abdominal pain lower, vaginal haemorrhage, menorrhagia, endometriosis, nausea, dysmenorrhoea, dyspareunia, fatigue and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, fatigue, irritable bowel syndrome, menorrhagia, nausea, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result: positive and coils were in place. Coils were in place and blocking as they were supposed to.. Ultrasound scan - on (B)(6) 2015: l: 7.7 cm w: 4.6 cm ap: 4.4 cm uterine lining: 1.2 cm uterine cavity: normal fallopian tube findings: normal; on (B)(6) 2015: positive for multiple fibroid tumors, the largest having the following dimensions: 1.2 cm by 1.1 cm right ovary: normal; 2.1 cm by 1.7 cm; normal consistency, left ovary: normal; 1.7 cm by 1.5 cm; normal consistency. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: abdominal pain, right and left lower quadrant pain, dysmenorrhea, lupus (systemic lupus erythematous) dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs & mr was received. Lot number was added. Events injury nos replaced with new events. Added events left and right lower quadrant pain, abnormal bleeding (vaginal, menorrhagia), lupus erythematous, endometriosis, nausea, dysmenorrhea (cramping), dyspareunia, abdominal pain, fatigue, irritable bowel syndrome. Concomitant condition, medical history and concomitant drugs was added. Date of removal was added. New reporters were added. Patient demographics were added. Onset date was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.